Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that this patient was admitted to the hospital for an atrioventricular nodal ablation. Intrinsic r-wave amplitude was noted to be less than 1.5 mv. Prior to the ablation, the physician attempted to reposition the right ventricular (rv) lead and encountered difficulty retracting the helix and found it would not extend afterward. The lead was extracted and replaced with another of the same model. No adverse patient effects were reported.